Event description:
It was reported that there appears to be some atrial undersensing of atrial fibrillation (af) causing frequent mode switches. There is plan to evaluate the patient in clinic and program atrial sensitivity. The right atrial (ra) lead remains in use. There was also high threshold right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.